Event description:
It was reported that during a device change out, the set screw of the svc port on the new device would not tighten. The patient is not dependent and did not have any symptoms. The physician used another device and completed the implant procedure successfully.

Manufacturer narrative:
(B)(4). Product not returned.